Manufacturer narrative:
B1 is product problem was inadvertently not selected on the initial manufacturer device report number. The device was returned therefore d9 was updated.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure was most likely due to biomaterial buildup based on returned data logs indicating gradual rise in purge pressure with no motor current spike to indicate ingestion of biomaterial.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 48-year-old male patient presenting with cardiomyopathy. During support, the patient developed high purge pressure alarms, and tpa was administered into the purge per protocol to address the elevated purge pressures. Tpa infused for 36 hours without resolution of flow or alarm. Physicians wanted to remove the pump. Pump explanted and original purge cassette not available, only pump will be sent back. The reported events are purge pressure high, medication required, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to medication (tpa) being required to manage the event; however, there was no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.